Event description:
It was reported that patient presented remotely via merlin.net. It was noted that implantable cardiac monitor (icm) exhibited ventricular under sensing. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.